Event description:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("right abdominal pain / abdominal pain") in a female patient who had essure (batch no. 26956) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), hypertension ("hypertension (even with medication),"), menorrhagia ("haemorrhagic menstrual periods"), muscle spasms ("muscle cramps / pain"), myalgia ("muscle cramps / pain"), arthralgia ("joint pain,"), back pain ("lower back pain,"), abdominal distension ("abdominal bloating/ swollen abdomen"), constipation ("constipation"), weight increased ("weight gain"), memory impairment ("memory problems"), fatigue ("major fatigue"), visual impairment ("problems with sight"), depression ("depressive state") with depressed mood, dyspnoea ("shortness of breath") and loss of libido ("absence of libido."). On an unknown date, the patient experienced the first episode of allergy to metals ("allergy to cobalt on patch test.") And the second episode of allergy to metals ("allergy to nickel on patch test."). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, the last episode of allergy to metals, hypertension, menorrhagia, muscle spasms, myalgia, arthralgia, back pain, abdominal distension, constipation, weight increased, memory impairment, fatigue, visual impairment, depression, dyspnoea and loss of libido outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, arthralgia, back pain, constipation, depression, dyspnoea, fatigue, hypertension, loss of libido, memory impairment, menorrhagia, muscle spasms, myalgia, visual impairment, weight increased, the first episode of allergy to metals and the second episode of allergy to metals with essure. Further company follow-up with the consumer or regulatory authority is not possible. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had right abdominal pain / abdominal pain. Essure was removed 2.5 years after insertion. This event is anticipated in the reference safety information for essure. Abdominal pain may have multiple causes, including gynaecological and non-gynaecological etiologies. This case was reported with limited information. Consumer´s medical history and concurrent conditions were not mentioned. Given the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. Non-serious events were also reported. A product technical analysis is expected.

Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 06-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("right abdominal pain / abdominal pain") in a female patient who had essure (batch no. 26956 (invalid)) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), hypertension ("hypertension (even with medication),"), menorrhagia ("haemorrhagic menstrual periods"), muscle spasms ("muscle cramps / pain"), myalgia ("muscle cramps / pain"), arthralgia ("joint pain,"), back pain ("lower back pain,"), abdominal distension ("abdominal bloating/ swollen abdomen"), constipation ("constipation"), weight increased ("weight gain"), memory impairment ("memory problems"), fatigue ("major fatigue"), visual impairment ("problems with sight"), depression ("depressive state") with depressed mood, dyspnoea ("shortness of breath") and loss of libido ("absence of libido."). On an unknown date, the patient experienced the first episode of allergy to metals ("allergy to cobalt on patch test.") And the second episode of allergy to metals ("allergy to nickel on patch test."). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, the last episode of allergy to metals, hypertension, menorrhagia, muscle spasms, myalgia, arthralgia, back pain, abdominal distension, constipation, weight increased, memory impairment, fatigue, visual impairment, depression, dyspnoea and loss of libido outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, arthralgia, back pain, constipation, depression, dyspnoea, fatigue, hypertension, loss of libido, memory impairment, menorrhagia, muscle spasms, myalgia, visual impairment, weight increased, the first episode of allergy to metals and the second episode of allergy to metals with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 22-may-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1.050 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on complaint as reported, the complainant does not mention a malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Based on the technical assessment, neither sample nor valid lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no valid batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-may-2017: quality-safety evaluation of ptc. Reported lot number 26956 is not valid. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.